Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had a skin abscess on her stomach where the sensor was inserted. The customer reported an emergency room visit on (B)(6) 2016 due to a skin problem. The customer's sore was approximately a quarter in size, was red and swollen, and was painful. The customer's blood glucose level was 600 mg/dl, but went down to 200 mg/dl. The customer was treated with antibiotics and an IV drip. The customer's sensor had come out due to sweat, and the tape did not stick well to her skin. The customer's sensor was replaced, but nothing was returned for analysis.